Event description:
The customer stated that he was receiving erratic readings on his breeze meter compared to another brand meter. Two electronic check tests were performed with cinflicting results. It was also determined that the meter may be intermittently missing segments. The customer had not adjusted his insulin based on the results he was reciving. He did not allege any adverse events. The meter and strips are to be sent in for evaluation and a replacement meter will be sent.